Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. Bibliography: surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition m salem, c grothusen, m salem, d frank. - journal of clinical, 2021 - mdpi.com. The 26mm sapien 3 valve was not returned to edwards for evaluation as it was reported through a journal article. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per article, transcatheter aortic valve implantation (tavi) was performed between october 2008 to march 2021 using a sapien 3 in aortic position through tf (transfemoral). So, the revision of IFU was referred to the earliest available date ((B)(6) 2013) on market for sapien 3 with commander delivery system. The commander delivery system with s3 and procedural training manual commander delivery system were review for instructions and guidance. The procedural training manual provides reasons for thv could embolize into the aorta during thv deploymen. Rapid pacing stopped before the balloon is fully inflated/deflated, thv inaccurately positioned too high (aortic), 1:1 capture and arterial pressure drop not maintained before inflating, thv not filled with nominal specified volume, and anatomical features (i.e.sigmoid septum) no IFU or training deficiencies were identified. In addition, do not remove the wire, maintain guidewire position and pull embolized thv across arch as far as possible and deploy and make sure thv is in stable position. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, '79-year-old male underwent a tf-tavi with a 26-mm sapien 3 valve. The valve was dislocated into the aortic arch'. Due to insufficient information, a definitive root cause unable to be identified. Per article conclusions, cases requiring emergency surgical intervention are most often those with improper tav sizing and selection. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported through a european journal article, 'surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition' a single-center study was performed between october 2008 to march 2021, 2098 consecutive transcatheter aortic valve intervention (tavi) procedures performed with either through balloon-expandable or self-expandable valves. Retrospectively, all patients were reviewed who underwent surgical replacement of aortic valve following tavi. The study population was defined as any surgical aortic valve replacement (savr) after tavi due to any form of deterioration of the primary implanted transcatheter aortic valve (tav). The cases were diagnosed either through transthoracic echocardiography or transesophageal echocardiography intra- or postoperative or through postoperative computer tomography. This complaint is for one patient post implant of a 26mm sapien 3 valve, the valve embolized into the aortic arch requiring surgical intervention. A surgical valve was implanted. The patient's aortic annulus measured 22mm x 28mm.

Manufacturer narrative:
The investigation is ongoing. The valve will not be returned as this report is from an article.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers. An additional report was submitted related to this complaint. Reference mfg. Report numbers: 2015691-2023-10105, 2015691-2023-10110, 2015691-2023-10112 and 2015691-2023-10113.